Event description:
It was reported that patient underwent a distal radius fracture repair procedure on (B)(6) 2015. During the procedure, the pegs would not thread into the distal holes of the plate. Surgeon attempted to redrill the holes, but the guides would not thread back into the hole. Another plate and screws were utilized to complete the procedure. A 40 minute delay occurred.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was likely due to customer error.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "instruments should be carefully inspected before each use to ensure that they are fully functional." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.